Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography with papillotomy and balloon sweep procedure. According to the complainant, during the procedure, while inside the pt, a papillotomy was performed. The physician decided to extend the papillotomy; however, the wire snapped off at the end of the device. No part of the wire fell into the pt. The device was removed and the procedure continued. The procedure was completed just after the device broke and a new sphincterotome was not needed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be ok.